Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.